Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The following components are due to repair: main board assembly, battery contacts, knob spring, battery contact flex, lead connection flex, keypad, lower case and control knobs. However the customer did not accept the repair price and requested the device be returned, so no additional testing was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the epg (external pulse generator) would not pace. The epg was returned for repair. There was no patient involvement.